Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's pocket site was swollen and that there was drainage from it. A pocket revision was scheduled for (B)(6) 2019. No further complications were reported.